Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the patient had heard a signal alert every day from the device for the last weeks. It was found that the device was at recommended replacement time (rrt) and unexpected battery longevity of the device was suspected as it had reached rrt. Interrogation of the device showed the right atrial (ra) lead to have high impedance and the threshold was not measurable because of strange declaration of atrial events from the device without relation to real atrial events. A connector problem with the ra lead was suspected. The device was explanted and replaced. The physician then decided not to do a revision of the atrial lead as the lead had stable and normal measurements with the analyzer, there was no double counting, and when connected to the new device there were good measurements in the ra channel. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.